Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image due to damaged cable components. There were no reports of patient harm or injury.

Manufacturer narrative:
Information added to h3 and h6. Correction to e1 and e2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure of the cable leading to the device's no image was confirmed. However, a definitive root cause for this event could not be determined. Olympus will continue to monitor field performance for this device.